Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation did not find any additional findings. Based on the results of the investigation, it is likely that the following led to the malfunction: the information obtained from the complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): if any abnormality occurs during use, such as disappearance of the endoscope image or inability to adjust the focus, the following items must be strictly observed and use of the product must be discontinued immediately. There is a risk of serious injury. Turn off the power to the video system center and immediately turn it back on to see if the image returns. If the image returns, pull the endoscope from the patient while viewing the image and discontinue use. If the image does not return, the camera head should be removed from the endoscope and pulled out while looking directly into the eyepiece of the endoscope. If various treatment tools are in use, withdraw the tools by the method deemed safest before withdrawing the endoscope. If blood or mucus adheres to the tip of the endoscope or the cover glass at the back end of the endoscope or camera head becomes fogged, the image may become blurred or dark. In such cases, remove the dirt or fogging once before use. Failure to do so may result in burns or damage to the body cavity. Do not allow the metal part of the endoscope to come into contact with peripheral products during use. There is a risk of electrical connection between the product and the earth, resulting in electric shock. Do not grasp or secure the camera cable with forceps or other objects. Not only may the camera cable be damaged, but it may also lead to image abnormalities. The endoscope should be operated by holding the camera head, not the camera cable, during use. Not only could the camera cable be damaged, but it could also lead to image malfunctions! Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had a noisy image. The issue was found during preparation for use of therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide updated results of the legal manufacturer's final investigation and to update section d10. D10 - added model and sn# of the concomitant device. Based on the results of the investigation, it is likely that the reported malfunction (image noise) may have been caused by malfunction of the otv-s700. A definitive root cause could not be identified olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a noisy image. The issue was found during preparation for use of therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the camera head had a noisy image. The issue was found during preparation for use of therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to the concomitant device and a correction to the e3 field. Olympus will continue to monitor field performance for this device.